Event description:
During evaluation of a returned minicap transfer set, a cut/puncture in the silicone tubing was identified. There was patient involvement, but no patient injury or medical intervention indicated with the original report.

Manufacturer narrative:
(B)(4)the reported problem was confirmed because evaluation of the returned sample identified a cut/puncture in the silicone tubing. Leak testing was performed with a cut/puncture in the silicone tubing from a particle in the tubing. A clear passage test was performed with no issues noted. A batch review could not be performed because the lot number was not available.